Event description:
Cortrak enteral access system was placed in left lung by accident. Complication caused pneumothorax of the left lung. Patient was hospitalized on (B)(6) 2022 and left the hospital on (B)(6) 2022. FDA safety report ID# (B)(4).